Event description:
It was reported that while using bd microtainer® tubes with k2e (k2edta), there was clotting of one tube. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: date received by manufacturer: 26jan2024 - date it was determined that the initial MDR was filed against the incorrect site registration number. This report is a replacement to the original submission under MFR report # 2647876-2023-00252 on 18oct2023 in order to file against the correct site registration number. H.6. Investigation summary: retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Complaints for sample quality were not under statistical control for the month of september 2023, additional testing was performed. Retention samples were evaluated for presence and quantity of additive with acceptable results. Additional clinical testing was performed: bd was unable to duplicate or confirm the customer¿s indicated failure mode, clotting, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.